Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. One sample and three photographs of a 1 ml luer-lok syringe (material 309628, batch 4024783) were received and evaluated. The sample, received loose, included one syringe with no visible defects and a broken plunger rod tip enclosed separately in a small bag. Two of the submitted photos show a syringe, one of which includes the top web side of the packaging displaying all relevant product information. Both syringe images clearly depict a broken 1 ml plunger rod tip located within the fluid path of the syringe the third image shows a loose plunger rod with no visible defects. The condition observed is non-conforming with product specifications. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 4024783. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: I was injecting a patient for a bone scan using a 1ml syringe luer lock. Lot no: 4024783. After pulling the plunger back I noticed a white foreign object in the barrel of the syringe.